Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. Customer's blood glucose level was 59 mg/dl. Customer stated that when they was changing reservoir the one with the same lot it looked like there was a little dot of air in it but had to change reservoir because they couldn't get rid of the air bubble. Customer declined troubleshooting for low blood glucose and air bubbles. The reservoir will not be returned for analysis.